Event description:
Customer reported receiving a no delivery alarm on the insulin pump. Customer also received a motor error alarm after rewinding the insulin pump. Customer does not use the sensor feature and they were unable to complete the rewind sequence. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, and minor scratches on the display window.